Event description:
It was reported that a red call doctor icon was observed on the communicator, indicative of high out-of-range pace impedance measurements greater than 2,000 ohms on this right ventricular (rv) lead. Over the last year, there was a gradual rise in pace impedance measurements from 900 ohms to a more recent measurement of 2,080 ohms. This rv lead remains in service. No adverse patient effects were reported. It was reported that this rv lead was surgically abandoned and replaced due to suspected fracture. It was noted that the pacemaker was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red call doctor icon was observed on the communicator, indicative of high out-of-range pace impedance measurements greater than 2,000 ohms on this right ventricular (rv) lead. Over the last year, there was a gradual rise in pace impedance measurements from 900 ohms to a more recent measurement of 2,080 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.